Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent zygomaticomaxillary fracture surgery. After inserting the screws during surgery, the surgeon attempted to take the screws to adjust the fixation, then three screws broke. The broken screws fell into the patient's maxillary sinus, and the surgery was delayed for 2.5 hours to remove them. The patient is stable currently.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d4 (expiration), d10, h4. Corrected: d4 (primary UDI #). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: after investigation, the patient underwent internal fixation of zygomaticomaxillary fracture in the hospital on (B)(6) 2026 due to "zygomaticomaxillary fracture". The surgeon used 04.503.226.01s for bone fixation during the operation. After predrilling and screw insertion, the surgeon wanted to adjust the screw position. When reinserting the screws with a screwdriver, three screws broke consecutively, of which one broken end fell into the maxillary sinus of the patient. The surgeon immediately removed it. The surgical time was extended approximately 2.5 hours due to the narrow removal maneuver space. This event did not cause any other harm to the patient except for the prolonged operation time. The patient is currently in a stable condition. No subsequent adverse event reports have been received.